Manufacturer narrative:
Date sent to the FDA: 06/08/2009. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. In addition, a review of the device mfg records was conducted, and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the staff was experiencing connection issues with the device. There was no adverse pt consequences related to the problem.